Event description:
During an elective pci pt became nauseous and developed chest pain. Imaging post stent deployment showed that the pt had lost distal circulation on the left side. Pt was treated with intra-coronary nitroglycerin and IV zofran. Flow was restored and symptoms improved. Post procedure it was determined that the single manifold was cracked and had let some air in with the injection.